Manufacturer narrative:
Correction: h3, h6 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: d11. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the ventricular assist device (vad) battery experienced an "alarm that was similar to pump stop, but resolved quickly." It was determined that the battery exhibited a critical battery alarm despite having greater than ten percent charge capacity. The patient also stated that they heard "intermittent beeping at times." The battery was exchanged. No patient complications have been reported as a result of this event.

Event description:
Log file review indicated that one other battery exhibited communication errors.

Manufacturer narrative:
Corrected fields: b3 other devices involved in this event: brand name: heartware ventricular assist system - battery d4: battery / bat552218/ model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2018 UDI #: (B)(4) concomitant medical products: no dev rtn to MFR? No. H4: mfg date: 31-mar-2016 h6: patient code(s): (B)(6) h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 product event summary: two (2) batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm logged on 25-jul-2018 involving bat552247. Analysis of the data log files revealed multiple instances involving bat552218 where the battery¿s relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. Log file analysis did not reveal any momentary disconnections involving the reported batteries within the analyzed period. As a result, the reported critical battery alarm and communication errors were confirmed; however, the reported "beeps" could not be confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the observed rsoc values between 101-201 can be attributed to communication errors between the controller and battery. The most likely root cause of the reported communication errors can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery, (B)(4) was not returned for evaluation. Log file analysis revealed that the controller, con307583, in use during the reported event date contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarms due to communication errors involving (B)(4). No other anomalies were observed. As a result, the reported critical battery alarm was confirmed; however, the reported beeps could not be confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery.